Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the reservoir was leaking during the reservoir filling process. The patient's blood glucose at the time of incident was 108 mg/dl. During troubleshooting, the leak was identified past the first o-ring. The reservoir was not returned for analysis.